Event description:
The customer reported that the device shut down unexpectedly and then failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The factory has not yet received the device for eval and this complaint remains under investigation. A follow up report will be submitted upon completion of the investigation.